Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was over 300mg/dl and the customer addressed their bg level via the pump. A supply change was performed to address the occlusion alarm.